Event description:
It was reported that the customer passed away at home. The customer's husband stated that 20 percent of her heart was functioning, and he suspected that the death was due to her heart and "endolite" diabetes. He reported that the customer was not wearing the insulin pump at the time of death and had never worn it. Requested return of the insulin pump for destructive analysis. The blood glucose reading was unk. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is in the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.